Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time. The customer identified a possible lot number (plot) of 13870091 (expiry date 01/01/2029, MFR date 01/01/2024).

Event description:
The complaint/event involved a 14" ext set w/0.2 micron filter, clave¿ clear, clamp, rotating luer. Around 7am, a leak was reported during a patient's 24-hour paclitaxel infusion, with a concentration around 0.8mg/ml. The leak apparently occurred later on during the infusion according to the patient. The patient was in bed and noticed liquid on the filter when they got up. The administered dose began on (B)(6) 2024 at 13:27. The nurse responded to clean up and replace the filter. There was patient involvement and no report of human harm as a result of the complaint/event.